Event description:
I had a right total hip replacement on (B)(6) 2009. I received the depuy total hip pinnacle 100 acetabular cup sz 54mm. A year after the surgery, I started experiencing clicking and pain in my right hip. I had a hip aspiration on (B)(6) 2011, which showed I had metal-on metal synovitis due to the failure of this product. I had a right hip revision on (B)(6) 2011, requiring add'l hospitalization. Diagnosis or reason for use: right hip osteoarthritis.